Event description:
It was reported that the patient underwent a replacement surgery in which the cylinders and pump were removed and replaced while the reservoir was left and reused. During the procedure fluid loss was noted on the pump and cylinders. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.